Event description:
It was reported that: "during a normal implantation of the catheter, upon removal of the guidewire, it was found to be damaged and frayed. There was resistance during removal, but it was successfully extracted. The patient experienced no complications. "

Manufacturer narrative:
(B)(4).